Manufacturer narrative:
(B)(6). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
During a meniscal repair procedure it was reported that when the needle was inserted, both t's went out. A back-up device was used to complete the procedure. No patient injury was reported. The site reported that the device will not be returned for evaluation.